Manufacturer narrative:
A review of the manufacturing and inspection records for this lot was conducted. No deviations or non-conformances were found. According to the product experience report, there was no sample to be returned. Additionally, no photographic or visual evidence of any kind was provided which would have allowed for the allegation to be reviewed. After three notifications sent to customer, sample was not returned to argon for investigation. No additional information was received either. Without such evidence, this complaint could not be confirmed and determining a definite root cause and corrective action is not possible. It is unclear if the bleeding was due to any device malfunction or a procedural complication. At this time, no malfunction was identified without the sample. If the sample is returned at a future date, a follow-up report will be submitted.

Event description:
The reported device would not acquire any tissue samples during a transjugular liver biopsy. When the device was removed from the patient, the provider reported that the distal portion of the biopsy needle was bent/curved and looked unusual although nothing abnormal was absorbed under fluoroscopy during the procedure. Another device was used without difficulty to obtain the biopsy. Following the biopsy procedure, the patient had intraperitoneal hemorrhage requiring blood transfusion and hepatic artery embolization. CT imaging demonstrated a large volume hemoperitoneum and physical exam findings were concerning for abdominal compartment syndrome. The patient was in the process of being taken to the or for abdominal decompression where he arrested and subsequently expired.

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
According to the reporter: "the reported device would not acquire any tissue samples during a transjugular liver biopsy. When the device was removed from the patient, the provider reported that the distal portion of the biopsy needle was bent/curved and looked unusual although nothing abnormal was absorbed under fluoroscopy during the procedure. Another device was used without difficulty to obtain the biopsy. Following the biopsy procedure, the patient had intraperitoneal hemorrhage requiring blood transfusion and hepatic artery embolization. CT imaging demonstrated a large volume hemoperitoneum and physical exam findings were concerning for abdominal compartment syndrome. The patient was in the process of being taken to the or for abdominal decompression where he arrested and subsequently expired."

Manufacturer narrative:
UDI related data quality updates only. Corrected information provided in d.4.